Manufacturer narrative:
(B)(4). A maquet field service technician investigated the unit and found the 3-way valve to be hooked. At high set temperatures the water flow decreases on the cardioplegia side. The technician replaced the defective 3-way valve. The bypass valve was disassembled and cleaned and the device was cleaned and decalcified. A diagnostic test and a test run were performed successfully. The device is ready for use. Electrical safety according to iec 62353 was tested: protective conductor resistance: 0.095 o. Insulation resistance: > 310 mo. Device leakage current: 78.5 ¿a. A supplemental medwatch will be submitted as soon as additional information becomes available.

Event description:
The unit showed error message "cardioplegia water flow too low" the error occurred during service/maintenance no patient was involved. (B)(4).